Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy (medication, programmed amount and delivery rate unknown). It was also reported the pump was "fully occluded 24 inches above the pump running at a rate of 56 ml/hr the pump continues to record an increase in the volume infused and will alarm approximately 16 minutes later". It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-03815 submitted on 06-28-2016 was submitted as a duplicate of manufacturer report number 1314492-2016-04007 submitted on 07-07-2016. Manufacturer report number 1314492-2016-03815 is a duplicate report and can be removed from the FDA database.